Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/24/2014 with the following findings: the keypad cover was found to be peeling from the bottom towards the top. Contamination was noted underneath the up arrow, down arrow, okay, and contrast button contacts. The pump booted on with a blank display but audio and vibratory signals were present. The pump failed a leak test due to the keypad coming loose from the pump. Investigators were unable to test or confirm the keypad responsiveness due to the blank display that resulted from the moisture damage.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile cngs prior dmg w/moist) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.